Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-03256. It was reported that the patient was not getting adequate therapy due to lead migration. Patient reported having a couple of falls. High impedances on a few contacts were present due to the migration. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the patient's leads were explanted on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.